Manufacturer narrative:
Event occurred in (B)(6).

Event description:
Reporter stated that the inform meter's internal contacts are burned. No adverse event was reported. The suspect product was not returned to the manufacturer for evaluation.